Manufacturer narrative:
It was reported by the sales rep that the surgeon stated that the implant fit really well during the case. A week later the patient mentioned feeling a gap inferiorly on both the anterior and posterior aspects of the implant. The case was reviewed by stryker¿s design team. It was stated that the implant was designed as requested and the implant outer surface was reduced per surgeon¿s request. All margins of the implant fit the patient¿s defect perfectly with the standard clearance of 0.5mm. There are no intentional nor technical gaps present in the design as shown on the design proposal. Further, as the surgeon stated that the implant fit perfectly during implantation, it is possible that other complications arose after surgery. Conclusively, the peek implant¿s fit was not compromised, and the device worked as intended. Thus, this event does not meet complaint requirements.

Event description:
It was reported that the original surgery to place the implant was completed successfully. One week post operative, the patient felt a gap inferiorly on both the anterior and posterior aspects of the implant.

Event description:
It was reported that the original surgery to place the implant was completed successfully. One week post operative, the patient felt a gap inferiorly on both the anterior and posterior aspects of the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.